Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified pump was beeping while using fifteen (15) clearlink system solution sets with duo-vent spike. The issue occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3 event date: the event occurred between june 27, 2023 to june 28, 2023. Should additional relevant information become available, a supplemental report will be submitted.